Manufacturer narrative:
.

Event description:
It was reported that the patient is experiencing partial vocal cord paralysis. It is unknown when this began. It was reported that the patient was implanted on (B)(6) 2014 and that the device has not yet been programmed on. Attempts to obtain additional relevant information have been unsuccessful to date.